Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of needle detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supple

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached and was not retrieved. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.